Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported the system would not boot. The case was completed on another system. No pt injury was reported.